Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. No fault found with delivery accuracy as the pump gave a final result of 21.4ml delivered which is in line with the spec (18.2-22.2ml). Unrelated to the original complaint, the pump required a new pwa and dso seal. Visual and functional testing was performed. No similar complaints have been raised in the last 12 months. Review of event log found no relevant information. The probable cause of the reported problem was unknown. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps were over/under infusing outside the acceptable ranges. There was no patient involvement.